Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed tricuspid regurgitation (tr), restricted septal leaflets, and a large gap for a triclip procedure. During the procedure, a triclip xtw was placed on the septal-anterior leaflet commissure. After deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. A second triclip xtw was then placed to stabilize the first clip, after deployment an slda occurred and the clip was no longer attached to the anterior leaflet. Three additional triclips were implanted successfully to reduce the tr and stabilize the two slda clips. The procedure was discontinued; the final tr was grade 1-2. There were no adverse patient sequela or clinically significant delays reported.